Event description:
It was reported following a percutaneous coronary procedure, a 6f angio-seal vip was correctly deployed. The common femoral artery was deemed normal for an angio-seal deployment. No complication were experienced directly after deployment. Twenty four hours later, when the patient got up to leave the hospital, bleeding occurred at the groin site. Manual compression was applied to treat the event, and the patient's hospitalization was extended due to the event. Additional information was not available.

Manufacturer narrative:
A follow up report will be submitted at the completion of our investigation.